Event description:
The lead was returned with no information, analyzed and subsequently tested out of specification. Follow up revealed that the patient is deceased and died two years prior to the return of the system. No further information regarding the death was provided by the cardiology clinic.

Manufacturer narrative:
The initial event that the lead tested out of specification (oos) was received on (B)(4) 2012 of note; the reported oos finding of the (B)(4) is normally submitted via a bimonthly that would have been due on (B)(6) 2012. Information was subsequently received on (B)(4) 2012 and revealed the patient is deceased and died on (B)(6) 2010. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4): a partial portion of the lead was returned in segments, analyzed and there was blood/body fluid on all conductors (not obstructed). It was noted that the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.